Event description:
This case, reported by a pharmacist and a pathologist, concerns a caucasian male patient. The patient's medical history included diabetes mellitus type I, and the use of human insulin isophane suspension 70% / human regular insulin 30% . The patient was not taking any concomitant medications. The patient recieved human insulin isophane suspension 70% / human regular insulin 30% (humilin m3), 48 iu a day subcutaneously from a 3.0ml cartridge, 100iu/ml (26 iu in the morning and 22 iu at night), beginning on an unknown date in 2000. He started administering via a humapen ergo unknown body type on an unknown date in 2005. Five months later, approximately six years after beginning human insulin isophane suspension 70% human regular insulin 30%, the patient experienced diabetic ketoacidosis and was hospitalized for five days, recovered from the event, and was discharged from the hosiptal without taking any medications. Laboratory test information is not available. The patient reported that the last two cartridges he used were cracked and the insulin solution was leaking. Human insulin isophane suspension 70%/ human regular insulin 30% treatment was ongoing. The cartrdiges that the patient used (with lot number ff5c26b and expir date of 01-mar-2007) were sent to the manufacturing site on 23-jun-2006. The patient operated the device, it was unknown if the patient was trained. The device model had been used since 2005. The device was not returned. It was unknown what the user was doing incorreclty with the device or what type of follow up training, if any, was provided to the user to correct the situation. It was unknown if the device was continued. Device lot number requested: info unk. The reporting healthcare professionals stated that the event was not related to the human insulin isophane suspension 70% / human regular insulin 30%, but to the wrong use of the device by the patient. Update 01-aug-2006: additional information received 26-jul-2006 from the pharmacist. Added: cid number, unk if pt was trained to use pen, lab test unavailable, date of humulin start confirmed as unknown specific date, type of pen used and start date. Update 03-aug-2006: edits: updated narrative and psur comment, f/up for device (from 26-jul-2006) put as significant, device used since 2005. Update 23-aug-2006: additional information device information (non medically significant) received from product complaint database on 17-aug-2006: recoded device type from hp ergo unknown to hp ergo teal/clear, added device cid# to case, filled in device fields correclty, lot number unknown for device, made minor edits to order of narrative, device not returned, added further info re: device problems to narrative. Update 24-aug-2006: following internal review and discussion by device case manager and regulatory associate, previous medically significant date was determined as insignificant and incorrect as the hp ergo device use became known on 26-jul-06. New dates added to general tab. Humapen ergo was recorded back to unknown body type, as it was confirmed that the body type was not confirmed.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible.